Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing, impedance problem and p wave amplitude variation on the right ventricular (rv) lead and under sensing on the atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146405. Voluntary event report was received. Medwatch: mw5146404.